Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding procedure performed on (B)(6) 2022. During the procedure, the physician tried to deploy the band across the varices; however, it did not deploy after 180 degrees rotation of the handle. The band overlapped with another band within the ligating unit. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding procedure performed on (B)(6) 2022. During the procedure, the physician tried to deploy the band across the varices; however, it did not deploy after 180 degrees rotation of the handle. The band overlapped with another band within the ligating unit. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that the returned ligator housing with all bands attached and some of them were moved from their position and overlapped. The suture was in good condition with seven knots. The ligator head was checked under magnification and a tooth and a band were bent/damaged. The handle had marks of the trip wire being secured, and the suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head tooth was bent/damaged and the bands on the ligator head were moved and overlapped. These suggest that the device was unable to deploy the bands. It is possible that due to the manipulation or technique used at that time to interact with the device may have interfered with the normal operation of the device. The bent ligator head tooth is evidence that the functionality of the device was affected in some way, possibly due to the tortuosity or anatomical conditions of the patient. Also, the interaction with other medical devices and the manipulation could affect, resulting to a damage of one band as observed. Therefore, the most probable root cause of this complaint is adverse event related to procedure.